Manufacturer narrative:
Info anticipated, but unavailable at this time.

Event description:
It was reported that during an adjustable banding procedure, the scout nurse opened box to remove packaging and noticed a small tear in the sterile packaging. Another device was used to complete the procedure. There were no adverse consequences to the pt.